Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03625.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03625. Additional information received identified the patient underwent a lead replacement procedure on (B)(4) 2015 during which the model 3245 lead was explanted and replaced. It was also reported that during the procedure high impedances were found on the model 3163 lead, resulting in the explant and replacement of the model 3163 lead (now being reported as device 2) as well. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs leads (model 3245 and model 3163). This issue is related to the model 3245 scs lead. It was reported the patient is no longer receiving stimulation following a fall. An sjm representative was unable to resolve the issue as using the model 3163 scs lead alone does not provide effective stimulation. Diagnostics revealed high impedance values for the scs lead. It was also reported that x-rays revealed the scs lead is fractured. Surgical intervention will be taken at a later date to address the issue.